Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient feeling stimulation suddenly turn off then surge back on and jolt her was all in the matter of an instant. It had caused injuries such as a fall and concussion. The patient wasn't specific as to where they felt the jolting stimulation in their body. The stimulation going on and off was the patient¿s perception; they were not confirming the ins status with the programmer at the time of the events. It was noted that the patient was somewhat in between physicians. The rep met with the patient on (B)(6) 2017 and there were no issues with impedance. The rep also had the patient move around in the chair to different positions to check impedance and everything the values were fine. The patient was highly offended when the rep suggested that this might be a positional issue and the patient refused to be reprogrammed. The issue had occurred with and without adaptive stimulation enabled. The office requested someone other than the rep reach out to the patient to discuss the issue. The patient claimed that they already called the manufacturer¿s patient services and she hadn't gotten any help. The rep was to reach out to the patient and see if she was willing to keep a diary and have a data file printed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they were experiencing intermittent stimulation and a jolting sensation since being implanted on (B)(6) 2013. It was reported that the implantable neurostimulator (ins) battery would momentarily shut off and then turn back on, and that it would jolt them when it would on again. Impedance checks were ran and all values were within normal range. The manufacturer representative stated that the patient claimed the issues were not associated with positional changes. The patient thought it might be related to other injuries that they¿ve had, including fall and a concussion. It was also reported that when the patient was pulling into a parking space, their system had shocked them. The patient noticed that the parking space was next to power equipment. Troubleshooting steps were performed during the call. When the manufacturer representative clicked the ¿end session¿ on the clinician programmer 8840, the issue occurred where stimulation cut out and then the patient felt the jolting sensation. The manufacturer representative mentioned that the patient had another spinal cord stimulation (scs) device from a competitor. The leads were in separate locations in the spine, but the possibility of interaction between stimulation from each ins was reviewed. It was reviewed that the patient could try to turn off each device to see how it affects their stimulation. Indications for use are post-laminectomy pain and multiple back operations.